Event description:
It was reported that during a breast biopsy procedure, the button of the handpiece failed. It was not reported how the procedure was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
Eval summary: the unit was received at the service center. The analysis site confirmed the customer complaint and found that excessive body fluids caused the transverse drive shaft and its surrounding components to be non functional. To correct the issue, the analysis site replaced the transverse drive shaft and the bushing. After servicing, the unit passed all qa testing processes. The database was reviewed and no prior servicing history was found, therefore, no service history review could be done. Complaint information is trended on a regular basis to determine if further investigation is warranted.